Event description:
As reported on (B)(4) 2013, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, the treating physician used a 55cm sheath with an 80cm fiber. A piece of the fiber fractured off inside of the patient. The fractured piece of the fiber was successfully removed in a follow up procedure. There was no report of permanent harm or injury to the patient due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defect device has yet to be returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The 80cm fiber and the 55cm sheath are packaged separately. As reported, the patient suffered no permanent harm or injury due to the event. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).